Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the adaptor gives way/damages easily when connecting to the flowmeter.

Manufacturer narrative:
(B)(4). Based on the lot 667147 provided for which the DHR resides at (B)(6) facility, the (B)(6) lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 3-3414741, 3-3414742, 5-3414741, 5-3414742, 6-3414741, 6-3414742, 7-3414741, 7-3414742, during the manufacture of the material. The sample was not returned for evaluation; therefore the complaint could not be confirmed. Although this particular complaint could not be confirmed, this is a known issue and a CAPA has been opened to further investigate. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the adaptor gives way/damages easily when connecting to the flowmeter.